Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s cgm displayed a reading of 80 mg/dl and was trending steadily. The patient, who was using an omnipod insulin pump, stood up to go to the kitchen to get food to raise his blood glucose level but felt dizzy and did not make it. He lost consciousness, and his roommate later found him unconscious on the couch. At that time, the cgm was reading 40 mg/dl. No fingerstick bg comparison was taken by the patient. Emergency medical service (ems) was called, and upon arrival, a bg meter reading showed 27 mg/dl, while the cgm continued to read 40 mg/dl. Ems administered an unspecified injection to raise the patient¿s blood glucose level. Both the cgm and omnipod insulin pump were removed, and the patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was 77 mg/dl. It was reported that the patient had been unconscious for approximately three hours before regaining consciousness. He was treated with IV fluids and orange juice. After approximately eight hours in the ER, the patient was discharged home with a bg meter reading of 120 mg/dl. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient felt symptoms and after he lost consciousness. The reported glucose values fall within the a zone of the parkes error grid when ems checked. No additional patient or event information is available.